Event description:
It was reported that the drain broke during removal attempt. Device was used for ortho surgery, open reduction right femur; not sutured. Per physicians notes it appears that the drain became trapped under the it band. Surgery was performed in order to remove the remaining portion of the device with no complications arising and the pt has recover from both surgeries well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.